Event description:
Event description guidant received information that the cardiac resynchronization device (crt-d) is farfield oversensing on both the right ventricular (rv) and left ventricular (lv) channels. The atrium is oversensing the patients qrs and the ventricle is oversensing atrial sensed beats. As a result ventricular pacing percentages have decreased and inappropriate mode switches were triggered.